Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected bhcg ii result was obtained from a patient sample while using the vitros 3600 immunodiagnostic system. There was no indication that a reagent issue contributed to the event. The investigation could not determine whether the sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is unknown. However, an instrument related issue and a pre-analytical sample processing issue cannot be ruled out as potential contributing factors.

Event description:
The customer obtained a non-reproducible, higher than expected bhcg ii result (patient= 10.17 vs. Expected < 2.39 miu/ml) from a patient sample processed on a vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The bhcg ii result of 10.17 miu/ml was reported from the laboratory, however, the result was questioned by the physician. The sample was repeated and a corrected report was issued. There was no allegation of patient harm as a result of this event. (B)(4) .